Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article received entitled proximal femoral reconstructions with bone impaction grafting and metal mesh. Update 27 aug 2019. ¿proximal femoral reconstructions with bone impaction grafting and metal mesh¿ was reviewed for MDR reportability. The study retrospectively followed 14 patients (15 hips) with severe proximal femoral bone defects. The three different femoral stems were used: depuy charnley, depuy c-stem, and competitor stems. Depuy stems were used on 13 of the 15 hips using depuy cmw cement with competitor cement used on the two competitor stems. The femoral bone defects were corrected with competitor metal mesh products along with three depuy cerclage wires each. Two of the mesh implants fractured without an allegation of deficiency involving the depuy cerclage wires. The acetabular cup and acetabular liner used during the study is unknown. It is noted the age of each patient is given, however, additional specific patient identifiers nor specific revision information was provided. The following adverse events were noted: charnley stems: aseptic and septic loosing. C-stems: aseptic and septic loosening, femur fracture, infection, dislocation, and migration.